Event description:
The customer reported the system displayed images that were uninterpretable. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Connections on the video card were repaired. The system was then found to be operating as intended.